Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the fresenius cycler with cycler set and the patient event of peritonitis while hospitalized for a non-dialysis related issue. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. Based on the available information, the cause of the patient¿s peritonitis cannot be determined. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum.

Event description:
A peritoneal dialysis nurse (pdrn) contacted fresenius customer service to report a peritoneal dialysis (pd) patient that this patient on was hospitalized on (B)(6) 2022 for a surgical procedure. It was reported that the patient contracted an infection while hospitalized. Upon follow up, the pdrn stated the patient was hospitalized for angiogram with stent placement due to pre-existing cardiovascular disease. After the procedure the patient was admitted to the hospital and subsequently developed peritonitis. The pdrn reported that the patient was initially receiving pd therapy in the hospital with unspecified fresenius products. The nurse stated the patient is receiving hemodialysis in the hospital currently and the cause of the patient¿s peritonitis is unknown. The date of the culture and the organism were not reported. The patient remains hospitalized and has been transitioned to hd therapy. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. The mushroom head check passed. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A peritoneal dialysis nurse (pdrn) contacted fresenius customer service to report a peritoneal dialysis (pd) patient that this patient on was hospitalized on (B)(6) 2022 for a surgical procedure. It was reported that the patient contracted an infection while hospitalized. Upon follow up, the pdrn stated the patient was hospitalized for angiogram with stent placement due to pre-existing cardiovascular disease. After the procedure the patient was admitted to the hospital and subsequently developed peritonitis. The pdrn reported that the patient was initially receiving pd therapy in the hospital with unspecified fresenius products. The nurse stated the patient is receiving hemodialysis in the hospital currently and the cause of the patient¿s peritonitis is unknown. The date of the culture and the organism were not reported. The patient remains hospitalized and has been transitioned to hd therapy. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis nurse (pdrn) contacted fresenius customer service to report a peritoneal dialysis (pd) patient that this patient on was hospitalized on (B)(6) 2022 for a surgical procedure. It was reported that the patient contracted an infection while hospitalized. Upon follow up, the pdrn stated the patient was hospitalized for angiogram with stent placement due to pre-existing cardiovascular disease. After the procedure the patient was admitted to the hospital and subsequently developed peritonitis. The pdrn reported that the patient was initially receiving pd therapy in the hospital with unspecified fresenius products. The nurse stated the patient is receiving hemodialysis in the hospital currently and the cause of the patient¿s peritonitis is unknown. The date of the culture and the organism were not reported. The patient remains hospitalized and has been transitioned to hd therapy. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.